Event description:
Customer's mom called to report her daughter was admitted to the hospital the night of (B)(6) 2011 "because of large ketones" and will be released on (B)(6) 2011. Mom believed that her daughter caught the flu from her brother which "either contributed to or caused the high bgs." The customer activated a pod on (B)(6) 2011 and removed it prior to going to the hospital. While the customer was wearing this pod "they did not use the pdm to bolus - the customer was injected for both correction and meal boluses every time except once." Her pdm basal program was active and set to a constant flow of insulin (1.10-1.9 u/hr). Customer will not put a new pod on until tomorrow evening ((B)(6) 2011) at the earliest "after speaking with the hcp tomorrow". The customer's bgs were "brought down into range yesterday but overnight her bgs went back up into the 200's." No specific bgs were provided. The pod was discarded and therefore no device will be returned.

Manufacturer narrative:
No product was returned for eval. We are unable to determine any malfunction that may have caused or contributed to the customer's high bg levels. The customer's mom stated that their daughter "caught the flu from her brother" which she believed may have led to the high bgs. The omnipod's user guide has a section devoted to "sick days" and states that "any physical stress can cause your blood glucose to rise, and illness is a physical stress." It suggests, "when you are ill, check your blood glucose more often (at least once every two hours) to avoid dka." No bg/insulin history was provided to assess how the customer's bg progressed to a "high" reading and to determine how the customer was treating her bg prior to going to the hospital. Product lot qualifications were not reviewed as no lot number was provided.